Manufacturer narrative:
Device evaluation of charger (B)(4) has been completed. The reported problem (does not power on) was confirmed. As received, the charger would not power on. Upon evaluation, there was liquid contamination on the battery board and there was a flash memory failure at bga components u102 and u105. The cause of the contamination is liquid ingress of an unknown contaminant. The cause of the bga failure cannot be positively identified. The root cause of the inability to power on cannot be distinguished between the contamination and bga failure. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger would not power on.